Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the cartridge is not recognized during the load cartridge step. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
(B)(4): review of the black box revealed a "no cartridge detected" warning recorded on (B)(4) 2010 7:49 am. A rewind, load and prime sequence was performed successfully with no alarms. A force sensor calibration test was performed which confirmed that the sensor is in calibration and detecting force correctly. The pump was opened for investigation and revealed no damage to the force sensor circuit. Investigation was not able to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Correction/removal report number: 2531779-03/24/2010-003-r.